Manufacturer narrative:
(B)(4). Batch # l55l4g. Cartridge, drivers. Conclusion: the analysis results found that the atw35 device was returned in good conditions, a tr35w cartridge reload was returned partially fired 3/4. The cartridge lockout was found normal. In addition the cartridge deck and some drivers were found damaged where the firing stopped. The damaged found on the cartridge deck and drivers is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic nephrectomy, the firing stopped on the way of the first firing. The cartridge was white. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.